Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2011. The hp reported that sometime the week before last, fluid leaked out of the patient line during prime; she wanted to know if this was okay. She did not notice anything unusual about the supplies that night. Bps informed the hp about the contamination risk and advised to start over with new supplies if this happens again. The nurse knew about the event, and no adverse effects were reported in relation to this incident. She did not notice anything unusual about the supplies that night. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a report of an overprime could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.